Manufacturer narrative:
Additional information received on 07/15/2016 that the malfunction alarm occurred again. The pump stopped all insulin delivery. The customer's blood glucose (bg) was impacted 288 (mg/dl). The customer took a correction bolus via the pump. It was indicated that the customer would continue to use the current pump for insulin therapy until the replacement pump was received. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 440(mg/dl). The patient resumed insulin delivery from the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.